Manufacturer narrative:
(B)(4). Batch #: unknown. Date of event is (B)(6) 2020. Event day was not reported. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the echelon anvil was deformed, bent, and not closing properly. They changed to new echelon, there was no delay to procedure, and surgery was successfully completed. There was no patient consequence.